Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 12.5 cm distal to the df4 connector pin into two segments. The proximal and the distal fragment were received for analysis. A medial part, approximately 8cm length, of the lead was missing. An extraction aid was found in the distal fragment. The returned lead fragments were visually analysed. The analysis revealed multiple signs of wear along the lead body. In particular 4 cm proximal to the lead tip of the distal fragment the insulation was found rubbed through, which is assumed to be the root cause of the reported oversensing. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. Furthermore, the conductor cable leading to the ring electrode was found fractured in the distal area of the distal fragment, which most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to noise. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.